Event description:
It was reported that the device was used during a laparoscopic radical prostatectomy, after grasping tissue and depressing hand control button, there was an instrument error code. The instrument was then cleared of any tissue in the jaws, re-tested and failed. A second hand controlled instrument was opened and used to finish the procedure. There was no pt consequence.